Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states respiratory tract irritation, asthma (new or worsening). No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 03/16/2022 and section h11 should be reported as: the manufacturer became aware that a user of the rep dreamstation auto CPAP had states respiratory tract irritation, asthma (new or worsening). No medical intervention was specified by the patient. No additional information can be requested at this time. The device was returned to the manufacturer service centre for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings was not observed. There was zero error code found. The manufacturer service centre concludes that they couldn't confirm the customer's allegation and unit passed final test. Box h was updated in this report.